Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the exact date was not given, but it was reported that the procedure took place in (B)(6) 2020. This event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 11, 2020 that a flexiva 200 laser fiber was used in a procedure on (B)(6) 2020. According to the complainant, during the procedure, the tip of the laser fiber fractured, but did not break off, outside the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.